Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (unexplained loss of prime) issue. It was reported that the pump emitted a loss of prime alarm. It was noted that the cartridge was recently changed. Reportedly, the user was working in cold weather conditions. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Lot #: b202015.

Manufacturer narrative:
Follow-up # 2 date of submission 03/10/2014 - device evaluation:a retained sample of the cartridge was investigated by product analysis 02/21/2014 with the following findings:a retain sample from the same lot number was tested. A visual inspection of the cartridge was performed. No damage or defects were noted. A force test, fill test, and leak test was performed with no failures or fluid observed leaking out at the plunger end of the cartridge. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution. No failures were observed during incoming inspection.